Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable ise indirect na for gen.2 results from a cobas 4000 c (311) stand alone system. From the data from 4 patients, a reportable malfunction for 2 patients was provided. For patient ID (B)(6) the initial sodium result was 157 mmol/l with a repeat result of 141 mmol/l. For patient ID (B)(6) the initial sodium result was 114 mmol/l with a repeat result of 156 mmol/l. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The field engineering specialist found the ise sipper in the incorrect position. There was also a presence of crystal buildup on the reaction cuvettes. The positioning of the sipper and detergent valves were adjusted. There have been no further issues following the service activities.